Event description:
This appears to be a different chattem icy hot product from the recall but it may need to be added to the list. In 2008 at 7:43pm, I purchased 1 icy hot patch 5 CT from a pharmacy. That night, the same day, I applied a patch for approx 6 hours for bursitis pain. Afterwards, I had less pain in my arm so on the next day, I applied another of the patches for approx 6 hours at a slightly different place on my arm. When I removed it, I had several purplish spots where the patch had been. I also did not feel well. I did not use any more because I thought it was an allergic reaction. Later in the week, I was told by a couple of people that it was burns and that there had been a recall on the product. The spots are now fading but I am very concerned that because of the burns, some of the medication could have seeped into my blood stream or caused other problems which may surface later. I have been provided patches by two other health professionals but each told me, in no uncertain terms, to not use them until the burns were totally healed. Dose or amount: 1 patch, frequency: no more than 4 daily, route: top. Dates of use: 2008. Diagnosis or reason for use: bursitis/muscle aches. Event abated after use stopped or dose reduced? No.